Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain') and postoperative wound infection ('infection (other) describe: infection at incision site') in an adult female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's medical history included psychological trauma, c-section, pregnancy with contraceptive device, pregnancy induced hypertension, hyperlipidemia, phlebolith and cholecystectomy. Previously administered products included for an unreported indication: nuvaring in 2013, ortho tri cyclin in 2013 and depo provera in 2009. Concomitant products included cyclobenzaprine since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2018, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced headache ("headache"), depression ("depression"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), scar ("cornual obstruction due to scar tissue") and obstruction ("cornual obstruction due to scar tissue"). The patient was treated with surgery (tubal ligation with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, fatigue, pelvic pain, abdominal pain and scar had resolved, the postoperative wound infection, migraine, nausea, allergy to metals and obstruction outcome was unknown and the depression was resolving. The reporter considered abdominal pain, allergy to metals, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, obstruction, pelvic pain, postoperative wound infection, scar and vaginal haemorrhage to be related to essure. The reporter commented: on this side it was noted that there were 2 coils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: cornual obstruction due to scar tissue, pelvic pain and abdominal pain were added. Events outcome were updated: dysmenorrhea, menorrhagia were updated to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain') in an adult female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's medical history included psychological trauma, c-section, pregnancy with contraceptive device, pregnancy induced hypertension, hyperlipidemia, phlebolith and cholecystectomy. Previously administered products included for an unreported indication: nuvaring in 2013, ortho tri cyclin in 2013 and depo provera in 2009. Concomitant products included cyclobenzaprine since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2018, the patient experienced postoperative wound infection ("infection (other) describe: infection at incision site"). On an unknown date, the patient experienced headache ("headache") and depression ("depression"). The patient was treated with surgery (tubal ligation with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and fatigue had resolved, the postoperative wound infection, migraine, nausea and allergy to metals outcome was unknown and the depression was resolving. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, postoperative wound infection and vaginal haemorrhage to be related to essure. The reporter commented: on this side it was noted that there were 2 coils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain') in an adult female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's medical history included psychological trauma, c-section, pregnancy with contraceptive device, pregnancy induced hypertension, hyperlipidemia, phlebolith and cholecystectomy. Previously administered products included for an unreported indication: nuvaring in 2013, ortho tri cyclin in 2013 and depo provera in 2009. Concomitant products included cyclobenzaprine since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramping") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2018, the patient experienced postoperative wound infection ("infection (other) describe: infection at incision site"). On an unknown date, the patient experienced headache ("headache") and depression ("depression"). The patient was treated with surgery (tubal ligation with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and fatigue had resolved, the postoperative wound infection, migraine, nausea and allergy to metals outcome was unknown and the depression was resolving. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, postoperative wound infection and vaginal haemorrhage to be related to essure. The reporter commented: on this side it was noted that there were 2 coils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. Injury nos replace with new events: abnormal bleeding (vaginal, menorrhagia), infection at incision site, migraines/headaches, nausea, nickel allergy, dysmenorrhea (cramping), back pain, fatigue, device monitoring procedure not performed were added. Outcome of the events headache, low back pain, menstrual cramping, abnormal menstrual bleeding, fatigue, depression were updated. Case becomes incident. New reporters added, plaintiff's information updated. Medical history, concomitant conditions and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.